Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that only the handle was returned, and the tripwire was found detached. The ligator housing was not returned. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator housing was not returned. Upon analysis of the returned component, the trip wire of the handle was detached, which could have been due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Since the ligator housing was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure to treat esophageal varicose veins performed on (B)(6) 2024. During the procedure, the first band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 27, 2024 it was noted that no difficulty was experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure to treat esophageal varicose veins performed on (B)(6) 2024. During the procedure, the first band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 27, 2024 it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2 (additional information): block b5 and block e1 (initial reporter address 1, initial reporter address 2, initial reporter zip/postal code) have been updated based on the additional information received on may 27, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal variceal ligation procedure to treat esophageal varicose veins performed on (B)(6) 2024. During the procedure, the first band could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.